Event description:
The device read 230mg/dl and that customer was 'out of it'. The paramedics were called and received a 50mg/dl result on the paramedic's device. Customer was given d-50 in the ambulance and was reportedly taken to the hospital and released later that day. No quality controls were used. Requested return of suspect device and replacement was sent.